Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump exited out of the bolus menu without user interaction. Subsequently, the customer's blood glucose (bg) elevated to over 600 mg/dl with diabetic ketoacidosis. The customer attempted to resolve elevated bg with manual injections and water, however the customer was ultimately hospitalized. The customer was treated with intravenous insulin, fluids, potassium, and sugar. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow up with the customer; however, the customer did not respond.